Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor smooth round moderate profile 300cc saline prosthesis, catalog: 3501645. (B)(4).

Event description:
It was reported that patient who underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline prostheses experienced deflation on the right breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 11/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 10/24/2018, mentor received additional information: patient, event, and device information. The patient underwent bilateral removal and replacement with mentor smooth round moderate profile 300cc saline prostheses on (B)(6) 2018; catalog # 3501645. Manufacturer¿s reference number: (B)(4).